Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they got "no relief whatsoever" and when asked about event date, pt said "no" and did not provide event date. Pt mentioned they had a controller replaced in the past. Pt mentioned they paired the new controller without difficulty, but the pt said they did not think the spinal cord stimulator(scs) was placed correctly. Pt said the scs did not feel correct and mentioned the swelling had gone down, but the pt still felt some intense soreness in one specific spot and had a lump over the ins implant site. Pt said they felt therapy in their right leg, but the issue was in their left leg. During the call, the pt adjusted therapy settings in each group and in group c, program 1, the pt was feeling some small amount of therapy in the left leg at 4.2. Pt said the therapy was barely noticeable in the left leg and, as the pt adjusted the programs 2, 3, and 4 in group c, the therapy became too intense in the right leg, so the pt had to adjust therapy settings down. Pt said they were so miserable and had been in so much pain. Pt had an appointment with their hcp on 20-jan-2023 at 3:15pm. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the pt. Pt meet with their physician abouttheir therapy not being in the correct location. Confirmed that their battery had moved position. The battery was relocated. Issue has resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.